Event description:
The customer stated she was hospitalized with hypoglycemia. The blood glucose reading at the time of hospitalization was not reported. The customer stated her doctor reviewed the bolus history on her insulin pump and determined that she had given too large a bolus for breakfast. The customer was assisted with lowering her basal rates per her doctor's instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.